Event description:
The physician was placing a temporary catheter in patient. As the physician attempted to pull out the sheath over the wire, there was a malfunction of the wire. The sheath split into two pieces. One piece came out of the vein and the other piece was left in the vein. The piece in the vein was retrieved and the procedure was attempted again and completed successfully. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) - removal of foreign body is not labeled. (B)(4) - separates is not labeled. The complaint device has not been returned. Quality control confirms the type and outside diameter of tubing for the inner and outer catheters, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. Without the return of the complaint device we are unable to determine what may have led to this failure mode. However, it is likely that the separation was due to the device experiencing tensile forces beyond its design due to calcification and scarring at the insertion site. We will continue to monitor for similar complaints and have notified the appropriate personnel. The risk was evaluated per quality engineering risk analysis (qera). The addition of this complaint to the risk analysis would not change the conclusion of the qera that no risk reduction is required at this time.